Event description:
Reportedly, the device delivered faster than programmed. At 3:55am, the device was set and started to deliver a solution of natrecor drip at rate of 187ml/hr with vtbd 27ml. At 5:00am, the nurse noticed 250cc of drug was gone. There was no pt injury.